Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The device has not been returned for evaluation. The end user sat on the device. The rear left wheel of the product reportedly detached and he fell backwards he was unconscious for about 20 minutes. He ended up being diagnosed with a fractured t7 vertebra. A procedure called a kyphoplasty was recommended but he elected not to undergo surgery at this time and is instead just treating with pt.